Event description:
(B)(4) safety syringe comes out of body/case when user pulls back on handle to hide needle inside needle case. Defective design. Also, needle not stable inside case. Can push from behind and needle will push forward. After "safety" mechanism was activated. Unsafe needle, should not be sold in (B)(6). Purchased (B)(6) 2008. Date distributor became aware of event: (B)(6) 2009. Approx age of device: 2 years. Location where event occurred: hospital. Manufactured in (B)(4).